Event description:
It was reported that during use of the swan-ganz catheter it was showing massive swings in temperature causing co/ci to not calculate numbers. The temperature values displayed were very high and drifting quickly. Per the customer, the temperature would go from 44 degrees to 98 degrees in a matter of a few seconds. There were no error messages. Changing the cco cable did not work. The customer also verified position placement with chest xray. They attempted to rezero and flush the pa port with no results. There was no patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was not completed as the lot number was not provided. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the device was not returned, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process 100% of the units undergo a balloon and tip inspection process as well as an electrical inspection. The instructions for use also contains instructions on how to verify electrical continuity prior to patient use.